Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the papilla during a bile duct stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon ruptured at 10 atm about 5.5 mm. The procedure was completed with a different device. There were no patient complications reported as a result of the event.